Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result on their e170 analyzer. The patient's initial hcgb result was 5 iu/l. The repeat result was 5.66 iu/l. The patient then had a sample tested on a siemens dimension analyzer and the result was <1 iu/l. On (B)(6) 2011, the patient had a sample analyzed on the e170 analyzer and the result was 8.83 iu/l. The sample was diluted 1:2 and the result was 7.96 iu/l. On (B)(6) 2011, the patient had a sample tested on a siemens dimension analyzer and the result was <1 iu/l. The patient's current hcgb result was 6.17 iu/l, confirmed by dilution. The patient was not adversely affected by this event. The hcgb reagent lot number was either 162501-04 or 1625501 and the expiration date was not provided. It is unclear which lot number was used. The customer sent a patient sample to be tested in the investigation laboratory. Three bleedings were sent and tested with edta, blood and heparin using hcgb retention lot number 162501. The edta sample had a result of 6.04 iu/l. The blood sample had a result of 6.3 iu/l. The heparin sample had a result of 6.29 iu/l. The samples were then tested with hgc stat, lot number 164949, and the results were 0.5 iu/l (<test) for all three bleedings. This retention testing was performed on a cobas e601 analyzer, serial number not provided. The sample was then tested on an e411 analyzer, serial number not provided, and the result was 5.5 iu/l. The elecsys hcg stat assay only measures the dimer of the hcg hormone subunit. The elecsys hcg+b assay measures both the dimer subunit and the free beta subunit. It is unclear whether the siemens assay being used measured only the dimer or the dimer plus the beta subunit of hcg.

Manufacturer narrative:
This event occured in (B)(6).

Manufacturer narrative:
Literature research demonstrates the results are likely explained by the different specificities of the competitive assays in consideration. The siemens dimension assay does not recognize the hcg+b variation. The elecsys hcg+b test recognizes several hcg variations. The elecsys results were reproducible and seem to be true.

Manufacturer narrative:
The hcgb reagent lot number was 1625501.